Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing non-sustained rv oversensing due to myopotential inhibition on the device. Patient was asymptomatic. Noise was reproducible in clinic with coughing. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.